Manufacturer narrative:
Savvywire is not available for a return to the manufacturer. Therefore, no inspection was possible. Check of the device history records (DHR) of guidewire lot number: osw-0494 showed that it was released per specifications (no non-conformity, no deviation). Without inspecting the wire, opsens cannot fully investigate therefore no definitive root cause can be concluded in this report. If there is any further relevant information, a follow up report will be submitted. The adverse event result of this incident is well mentioned in the savvywire instructions of use (IFU): adverse events that may result from the use of this device include, but are not limited to: access site or vessels complications, additional surgical procedure, allergic reactions, amputation, aneurysm, angina, arrhythmia, bleeding, cardiac or vessel perforation/dissection, coronary obstruction, death, embolism, fibrillation, foreign body/wire fracture, heart block, hematoma, hypotension/hypertension, infection, kidney injury/failure, myocardial infarction, need for permanent pacemaker, pericardial effusion, pneumothorax, stroke or other neurologic event, spasm, tamponade, thrombus, valve dysfunction or complications, valve malpositioning or embolization, vasospasm, vessel occlusion, wire entrapment/entanglement, x-ray radiation exposure complications.

Event description:
During a procedure, the following event was reported to haemonetics: sw: tavi (sapien trans-femoral approach) was conducted to a patient of severe as. The patient had sts 13%, cfs 5, anulus 302mm2, and significant leaflet calc. An e-sheath was inserted via the rtfa at the puncture site, a wire was crossed to the lv, a catheter was inserted, and a savvywire was inserted. Bav was performed using a 16mm edwars balloon. Hemodynamic instability occurred, prompting rapid tavi (sapine 20mm) placement. The sapien had difficulty passing through the valve, raising suspicion of an anulus rupture. During this time, blood pressure dropped, and cardiac massage was initiated. Pcps was quickly inserted, and pressure stabilized. There was a possibility that leaving the sapien in place would be ineffective due to a persistent leak, so the procedure was changed to savr. Upon cardiopulmonary bypass and thoracotomy, apical bleeding was confirmed. Lv perforation by savvywire and rv perforation by pacing lead were observed. Apical hemostasis was performed, and replacement with inspiris 19mm was applied, completing the operation. Patient information: initials last name. A first name a. Age:93 gender: female <physician's comments> I didn't feel like pressed the wire that hard (by cardiologist). I'm scared, so want to use safari (another company's product) instead (by cardiologist). Since the heart muscle was fragile, it might have happened even with safari (by cardiovascular surgeon).